Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's friend reported via phone call that they were hospitalized due to high blood glucose. Customer¿s blood glucose level at the time of incident was unknown. Customer was not wearing the insulin pump during hospitalization. The customer was reported that the insulin pump had no delivery alarms and battery out limit. Customer stated that they were able to clear and rewind the insulin pump. Customer was advised to change the reservoir as it was empty. The insulin pump will not be returned for analysis.